Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). In addition to what was previously reported, litigation alleges the patient suffers from cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone, metal reaction, and dor was provided. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim and primary operative notes received. It is alleged that the patient suffers from pain, noise, and metallosis. Records are attached for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.in original complaint the alert date was 10/8/13 which is incorrect. The alert day was 10/7/13.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
He sales rep has reported the revision surgery. Patient was revised to address a vertical cup.

Manufacturer narrative:
No device associated with this report was received for examination. The lot product/lot codes were added for all product except for the depuy stem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 11/18/15- pfs and medical records received. The pfs reported labs with elevated metal ions on (B)(6) 2012 chromium 37.2mcg/l and cobalt 85.1mcg/l then (B)(6) 2013 chromium 33.3mcg/l and on (B)(6) 2013 cobalt 116.4mcg/l without reference ranges. The revision surgical report noted that the acetabular cup was found to be at approximately 80 degrees abduction. There was no report of metal debris, metallosis, or noise. The patient was revised with a competitor acetabular shell and liner and a depuy femoral head. Part updated. Lot number in medical records was not correct for femoral stem so it remains unknown. The complaint was updated on: dec 3, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.